Event description:
It was reported that the tip of the device broke off. The pt was undergoing a pta atherectomy procedure of a long lesion in the posterior tibial artery. Approach was made from the right common femoral artery. There was no difficulty advancing the device through the introducer or over the 0.014" guidewire. There was great difficulty crossing the lesion and the tip detached in the pt's lower leg. There was not a snare long enough available to remove the tip. As the lesion was so distal and occluded, the tip remained in the lesion. There was no blood flow to that vessel prior to the procedure, reportedly, the tip detached from the fifth of 6 balloon catheters using during the procedure. No kinks were noted in the area of the separation. No anomalies were noted during the prep of the device. There was no pt injury reported.

Manufacturer narrative:
Neither the device nor images were returned for evaluation. The lot history records have been reviewed with specified attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the report event. This is the first event reported for this lot number to date. Based on the available info, the results of the investigation are inconclusive and the root cause is unk.